Manufacturer narrative:
Upon completion of the investigation the unit as received had an intermittent foot switch jack on test. The problem was isolated to broken solder on unit foot switch jack wiring connector. Re-soldered broken wiring solder, unit is now fully functional. No updates needed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer states generator is producing intermittent output power. Customer reported no knowledge of patient impact or adverse event. Unit is being sent in for repair.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.